Event description:
Following a pump and catheter replacement on (B)(6) 2012 (see MFR #) it was reported that the patient experienced symptoms of withdrawal. It was reported that the patient was "very stiff and legs are stiff". The health care professional (hcp) had felt that the patient had not been getting full dosing so they cut the dosing in half. A couple days later, the patient was going into withdrawal. The hcp then started titrating the patient up until the patient was above her previous dose at which she was "doing fine". The dosage was raised from 605mcg/day to 645mcg/day and the patient was still stiff. It was later reported by a different hcp that the patient's symptoms had returned and also included increased spasms, some confusion, fever and hypertension. A single bolus dose was programmed approximately one week prior to the report and there was no therapy response difference in the patient's condition. The doctor stated that "they moved the patient and it almost seemed like it was possible the catheter unkinked". The doctor also stated that they were going to do a catheter dye study because, it didn't seem as though the drug was getting to the intrathecal space. It was later reported that the catheter had become disconnected from the pump. The physician was unable to access the catheter through the catheter access port on (B)(6) 2012. The patient had a dye study performed on (B)(6) 2012 but the physician was unsure if he couldn't get to the right place or he could not get the dye into the tube. The patient was admitted to the hospital on (B)(6) 2012 and was still experiencing the same symptoms as already reported. It was noted there was no infection present. The drug used in the pump was baclofen. Additional information has been requested but was not available at the time of this report.

Event description:
It was reported (B)(6) 2012 that the patient was shaking. It was reported (B)(6) 2012 that it was possible the catheter was not in the intrathecal space. On (B)(6) 2012 it was reported that the patient was ¿kind of tachycardiac¿ when they were admitted to the hospital.

Event description:
Additional information: it was reported that there had been two catheter replacements. On one occasion the catheter was replaced b because the catheter was 'blocked' and on the other because the catheter was occluded. Catheter dye studies were performed for both catheters and on both occasions dye could not be passed through the catheter. The most recent catheter replacement was performed on (B)(6) 2012. A hcp reported the event was due to a break, tear or hole in the catheter. During the dye study for this catheter a CT scan showed contrast at the spinal connection. It was reported that the patient had recovered without sequelae from the catheter replacement; however, it was also reported that the patient was still having the issue at the time of the report. The patient was given more oral baclofen and the dosage was increased from 645 mcg/day to 710 mcg/day. It was also reported that at the time of the report the patient was 'having a separate and at this time believed to be unrelated gi issue of nausea and a burning stomach'; however, it was noted that the patient was 'feeling better'.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID, 8709sc lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: product typ catheter product ID, 8709 lot# serial# (B)(4), implanted: 2006 (B)(6), explanted: 2012 -06-04 product typ catheter product ID, 863720 lot# serial# (B)(4), implanted: 2006 (B)(6), explanted: 2012 (B)(6). Product typ pump product ID, 8591-38 lot# d13677 serial# implanted: 2012 (B)(6), explanted: product typ accessory (B)(4).

Manufacturer narrative:
(B)(4).